Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, the device was unable to be interrogated by the transmitter. Information was received indicating the event was resolved and no further intervention was performed. The patient was in stable condition.

Event description:
Further information was received indicating there was a radiofrequency (rf) read error on the transmitter while the patient was being monitored at home. The transmitter was replaced to resolve the event. No issue was observed related to the pacemaker.